Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007 and that a subsequent revision procedure was performed on (B)(6) 2009. The reason for the revision was not provided; however, the report indicates that the patient alleges injury. No further information has been provided to date. This report is based on allegations made by patient; allegations are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations made by patient; allegations are currently unverified. This report is number 10 of 15 mdrs filed for the same event (reference 1825034-2011-00984 / 00998).